Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery for three days. Customer stated the device alarmed at four in the morning and changed the set. The alarmed reoccurred the following morning at the same time. The customer didn't recall his blood glucose level. Troubleshooting was performed on the insulin pump and it was determined a set/reservoir occlusion caused the alarm. The customer is not returning the reservoir for analysis.